Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room with complaints of low hemoglobin. During admission a gi bleed was discovered. The patient was transfused with multiple units of prbcs. The patient underwent a mesenteric angio and embolization of the gastroduodenal artery on (B)(6) 2018. On (B)(6) 2019, the duodenotomy was removed with endoscopic clips and ligation of the duodenal arteriovenous malformations. The patient had another endoscopy on (B)(6) 2019 and treated with argon plasma coagulation. On (B)(6) 2019, the patient was discharged. No further information was reported.

Manufacturer narrative:
Manufacturer's analysis conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, b2. B3: correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297.